Event description:
During an electrical test, the technician found the electrical leakage for the bed was out of specification.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.